Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer converted to open surgery due to patient anatomy. The customer was unable to reach a tumor. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained about the complaint: the surgeon did not anticipate that the procedure might be converted due to the patient anatomy. The system was sk2184. No further details were available.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be patient anatomy related. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: long bipolar grasper (part number: 470400-09 / lot number: t10181004-0003 / uses remaining: 5), small clip applier (part number: 470401-06 / lot number: t10181009-0044 / uses remaining: 80 ). A site history review shows that no complaints have been made against these products. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer converted to open surgery as the surgeon was unable to reach a tumor.